Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that an 840 ventilator had a vent inoperable condition and the device stopped cycling while in use on a patient. Although requested, intervention taken on behalf of the patient and patient outcome was not provided.